Event description:
Forced feedback fenestrated bipolar forceps was not recognized by robot when attaching instruments at the start of the case. It did work initially for a minute but first assist had to continuously adjust it until it didn't recognize it at all. A new of the same instrument was requested to complete the case.